Manufacturer narrative:
Additional information from section e1 phone number: (B)(6). The manufacturer's investigation is on-going, and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of an evoque procedure in tricuspid position. After implantation of the evoque valve the patient developed an av block third degree. A temporary pacemaker lead was implanted until a permanent pacemaker implantation was performed the evening of the procedure.